Event description:
It was reported that in (B)(6) 2026, at hospital oncology department, the client performed the insertion of a PICC catheter (model 7717305) on a pediatric patient. Today, during the catheter removal process, there were no issues with jamming or difficulty in removal, and everything proceeded normally. However, after the catheter was fully removed, it was discovered that the black tip of the three-way valve was missing. An on-site search and investigation confirmed that the tip had been left inside the patient¿s body. The hospital¿s nursing department, medical equipment department, and other relevant departments organized an investigation into the incident. The patient may undergo a vascular intervention to remove the residual catheter. Additional information received on 5/25/2026: according to the assessment by hospital, the black tip has not yet been retrieved and remains in the patient¿s body. No imaging examination has been performed to locate the black tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.